Event description:
The patient received the scs system on (B)(6) 2005. It was reported that the patient was experiencing over stimulation that was painful. The patient had to keep the stimulation below comfort level to minimize the painful surges. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.